Event description:
The manufacturer's rep reported that the pt was implanted three mos ago and has not had a good response to pump therapy. The pt showed no reponse to the dilaudid in the pump. The hcp added bupivicaine. The pt is now experiencing numbness in the legs. There have been no volume discrepancies at pump refills. A follow up report will be sent when additional info is received.